Manufacturer narrative:
(B)(4). Additional surgical procedure was required to retrieve the detached material. Results - is based upon evaluation of user facility information and the returned sample; is based upon evaluation of the returned sample and retained samples. The involved device has been returned & evaluated by the manufacturing facility. Evaluation of the returned sample by the manufacturing facility confirmed that the guidewire had been pinched & the polyurethane coating had been damaged, exposing the core wire. Measurement of the returned sample confirmed the length to be approximately 1799 mm, which indicates that the breakage occurred approximately 1 mm from the distal tip (this section was not returned). Examination & testing of undamaged areas on the returned sample found no evidence of an anomaly or defect & performance specifications were met. Examination & testing of the reserve sample confirmed there were no abnormalities & performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a guidewire defect or malfunction. The event description and appearance of the return sample are most consistent with damage to the guidewire due to manipulation against a hard, rough or sharp surface, such as the metal struts of the stent. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "do not manipulate the run through ns through the stent struts. Such manipulations may cause the run through ns hydrophilic polymer coating to peel off, and damage and/or sever the wire"; and "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the guide wire became damaged during a percutaneous coronary intervention procedure on a right coronary artery. Follow-up communication confirmed: the physician reported that the tip of the wire became trapped under the stent strut during the procedure; upon withdrawal it was noted that the tip of the guide wire had become detached; subsequently, a right coronary artery bypass surgery was performed; the detached material was retrieved; and the patient was reported to be "okay" following the procedure.